Manufacturer narrative:
A case of pain at ipg site was reported to abbott. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted device.

Event description:
It was reported that the patient was experiencing pain at the site of the ipg. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated.